Event description:
A talent captivia stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm. The vessel morphology was reported as the iliac arteries were 8.4 mm in diameter, mildly calcified and mild tortuosity. It was reported that the device could not be advanced to the intended landing zone due to the pt anatomy. Upon removal of the delivery catheter the external iliac artery was dissected. The physician implanted three 10 mm bare metal stents. The physician attempted to reinsert the delivery catheter however the delivery catheter could not be advanced through the bare metal stents. The delivery catheter was removed from the pt for the second time and there were no kinks in the delivery catheter. The pt was closed and will be brought back at a later date for intervention. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (vessel perforation). Results/conclusion: (small in diameter iliac arteries).